Event description:
It is reported that the surgeon felt that the femoral head was loose when placing it on the stem. The surgery was completed with another femoral head.

Manufacturer narrative:
Eval summary: the femoral head was returned and was found to meet print specification where measured for the -3.5 x 32mm head requirements. Letter from the surgeon had stated that the femoral head was compared to a provisional head for the taper depth. This comparison is not accurate as the femoral head has a machine tapered point at the end of the 12/14 taper. Whereas the provisional has a molded 12/14 taper that does not have the tapered point from machining as the femoral head does. Thus multiple different taper depths would be measured. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.